Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue via error in the event log. Solenoid valves 3 and 4 were then replaced and the reported issue was confirmed to be resolved. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "proximal pressure sensor range", had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The hospital side replaced the device with another v60. No further medical intervention was reported. No delay in therapy was reported. Repair is currently pending.

Manufacturer narrative:
The removed solenoid valves 3 and 4 were returned to the product investigation lab (pil). The solenoid valves were tested, and the failure was confirmed for solenoid valve 4. Pil confirmed that diagnostic code 110b, ¿cbitproxpresssensorazfailed¿ occurred. Pil confirmed that the suspected solenoid valve 4 was faulty out of specification after further evaluation.